Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3013886523-2023-00414. A physician reported a hakim valve (ID 823164) and a bactiseal catheter kit (ID 823072) were implanted via ventriculoperitoneal shunt on (B)(6) 2023. The valve and catheter were removed and replaced on (B)(6) 2023 due to the underdrainage caused by blockage in brain ventricle. The patient experienced dilation of cerebral ventricles due to underdrainage. Patient's primary disease was brain tumor.

Manufacturer narrative:
The bactiseal catheter (ID 823072) was returned for evaluation. Failure analysis - the catheter was visually inspected; no defects were noted. The catheter was irrigated, no occlusions were noted. The valve was leak tested; no leaks were noted. Root cause analysis ¿ no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the catheter. At the time of investigation, no function issues were noted.